Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold. An x-ray revealed that the rv lead had dislodged. The patient was presented for the rv lead revision. During the procedure, it was noted that the rv lead helix was stuck and unable to extended. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, inadequate capture, and helix mechanism issue. A complete lead was returned in one piece for analysis. The reported event of inadequate capture was not confirmed while the reported event of helix mechanism was confirmed. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood.